Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable plug and the x-ray pedal needed to be replaced. No further info is available.

Event description:
The customer reported that the system's interconnect cable was damaged and the images would not display. No pt injury was reported.